Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-jul-2023. Investigation summary: two sample model mp5301-c were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer for one sample lot 23029049. Excess solvent was also observed at the male luers for the other sample of lot 23029049. The customer complaint that the set was unable to be flushed was replicated for samples received. A device history record review for model mp5303-c lot number 23029049 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with removable needleless connector it was unable to be primed. 2nd of 2 occurrences. The following information was provided by the initial reporter: customer is not able to flush through the extension set to prime it.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ pressure rated extension set with removable needleless connector it was unable to be primed. 2nd of 2 occurrences. The following information was provided by the initial reporter: customer is not able to flush through the extension set to prime it.